Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 167 mg/dl. The customer stated that there is crack on battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had audio anomaly. Customer's blood glucose at time of incident was 167 mg/dl. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 167 mg/dl. The customer stated the esc/act are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with no button response due to a flattened act button dome switch and unlocked lcd keypad connector. Unable to test the audio beep anomaly due to the unlocked lcd keypad connector. The pump also had a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a cracked case and broken battery tube threads.